Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation. The following findings were found: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; connecting tube had a dent; connecting tube had a wrinkle; scope-connector had corrosion; forceps channel port was shaved; up/down knob had corrosion; control unit had discoloration; electrical-connector had discoloration due to water leakage; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus could not determine the foreign material and could not determine the reason why the foreign object remained in the device. It was confirmed that reprocessing was practiced in accordance with IFU. The root cause of this event was unable to be identified. The subject event can be detected and prevented by implementation in accordance with below IFU. Instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the gastrointestinal videoscope for inspection with no reported issue. There were no reports of patient harm or impact. Inspection and testing of the returned device revealed foreign material found inside the nozzle, which was attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.